Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis, the assessment observed crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional observations of wear abrasion on the device and white particles inside of the device.